Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that there was a linx explant on a patient today. The original implant of the device was on (B)(6) 2018. Patient experienced persistent dysphagia and was dilated three times since placement of linx. At time of implantation a hiatal hernia was repaired, and a mesh was placed. Patient has no recorded autoimmune disorders and no recorded connective tissue disorders.

Manufacturer narrative:
(B)(4). Date sent: 02/06/2019. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: what is the product code for the linx device that was removed? Is a lot or serial number available? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any other reason besides the dysphagia that contributed to the removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Is the device available for return? Response: I do not have any additional information regarding this.